Manufacturer narrative:
Argus case: (B)(6).

Event description:
Brush came off and got stuck in my throat [foreign body in throat]. I had to throw it up, I had to vomit [vomiting]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a patient who received haleon toothbrush (sensodyne sensitivity and gum soft toothbrush) toothbrush (batch number 2217124, expiry date unknown) for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started sensodyne sensitivity and gum soft toothbrush. On an unknown date, an unknown time after starting sensodyne sensitivity and gum soft toothbrush, the patient experienced foreign body in throat (serious criteria haleon medically significant), vomiting and product complaint. The action taken with sensodyne sensitivity and gum soft toothbrush was unknown. On an unknown date, the outcome of the foreign body in throat, vomiting and product complaint were unknown. The reporter considered the foreign body in throat to be related to sensodyne sensitivity and gum soft toothbrush. It was unknown if the reporter considered the vomiting to be related to sensodyne sensitivity and gum soft toothbrush. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on (B)(6) 2023. The consumer reported that, "I just used this toothbrush and I had to throw it up because a brush wire came off and got stuck in the throat, but you test them before putting them on the market." Follow up information was received from consumer relations on 07aug2023. Product photo received. Initial and follow were processed together. Follow up information was received from consumer on 10aug2023 and added patient age as 38 years old.

Manufacturer narrative:
Argus case: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a patient who received haleon toothbrush (sensodyne sensitivity and gum soft toothbrush) toothbrush (batch number 2217124, expiry date unknown) for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started sensodyne sensitivity and gum soft toothbrush. On an unknown date, an unknown time after starting sensodyne sensitivity and gum soft toothbrush, the patient experienced foreign body in throat (serious criteria haleon medically significant), vomiting and product complaint. The action taken with sensodyne sensitivity and gum soft toothbrush was unknown. On an unknown date, the outcome of the foreign body in throat, vomiting and product complaint were unknown. The reporter considered the foreign body in throat to be related to sensodyne sensitivity and gum soft toothbrush. It was unknown if the reporter considered the vomiting to be related to sensodyne sensitivity and gum soft toothbrush. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on (B)(6) 2023. The consumer reported that, "I just used this toothbrush and I had to throw it up because a brush wire came off and got stuck in the throat, but you test them before putting them on the market." Follow up information was received from consumer relations on 07aug2023. Product photo received. Initial and follow were processed together. Follow up2 information was received from consumer on (B)(6) 2023 and added patient age as 38 years old. Follow up information was received on 16aug2023 from quality assurance (qa) department regarding complaint (B)(4) (case number) for lot number: 2217124 and unknown expiry date. Investigation evaluation: complaint sample is not available, only photographs of the complaint sample and packaging code '' (B)(4) '' is shared through email. 2. We have checked the retention samples of the shared code, (B)(4) and also checked the manufacturing records of this batch, records shows that this batch was produced according to specification and no deviations is observed in our process checks or other qa related documents pertaining to this tufting batch. 3. In the shared pics we can see that all tufts of both stages are fully intact, and bristles are placed at the same height, no missing tuft or loose bristle been observed. 4. The brush has been already used by the consumer as details shared on email and we do not know whether consumer has used it in a normal way or not. Complaint conclusion: complaint inconclusive the investigation reports concluded that, complaint stands inconclusive. Product complaint refers to (B)(4) . Follow up information was received on 25aug2023 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for lot number 2217124. Investigation evaluation: no new information received. The investigation reports concluded that, complaint stands inconclusive. The pqc number was reported as (B)(4) .